Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 40mm amplatzer cribriform occluder was selected for an implant using a 10f amplatzer torqvue delivery system (itv). During an attempt to implant the the occluder, the right atrial disc took the shape of a tire. The operator removed the occluder from the patient while still attached to the delivery cable and, while on the table, tried to open the occluder, which after subsequent attempts took the shape of a tire again. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Since no other occluder was available, the procedure was abandoned. The patient remain stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and 10f size delivery system was used. The cause of the reported incident could not be conclusively determined.